Manufacturer narrative:
Unit alarmed a33 during prime/a33 test at 4lbs due to faulty fsr.(gold) no audible tone noted during self test due to broken transducer wire on I/b. Unable to perform basic occlusion, occlusion, and excessive no delivery alarm test due to a33 alarm. Cracked reservoir tube and cracked reservoir tube lip noted during visual inspection. All buttons functioning properly however corroded up arrow button noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump's sound was no longer working. Caller stated that the device did not make any sound during the self test. Customer also reported that the up button was not functioning properly. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.